Manufacturer narrative:
At the time of this report the device had not been returned for evaluation. This report was recevied from FDA and the user factiliy did not report the event to the manufacturer. Upon follow up with the user facility it was reported that two rings malfunctioned during the same surgery and that there was no patient impact. The surgery was sucessfully completed with another device.

Event description:
During the procedure the malyugin ring produced a malformed ringlet upon deployment.